Event description:
During application of the oasis fixator, the proximal medial clamp cover could not be completely tightened over one of the bone screws. The dr tightened down the clamp as much as possible and left the fixator on the pt. Another oasis fixator was sent to the dr. The pt returned to the dr's office where the clamp was replaced with the new one removed from the replacement fixator. The pt will continue treatment with the fixator.